Event description:
It was reported that removal difficulties were encountered. A synergy xd drug-eluting stent was deployed for treatment. However, it was noticed that when the physician removed the stent balloon catheter, it sometimes draw the guide catheter further into the coronary artery. There were no patient complications reported. No further information was provided.